Manufacturer narrative:
A remote service engineer (rse) spoke to the customer and determined that there were visuals alarms, but the staff was unable to hear alarms at the workstation. The rse logged into int and noticed the last reboot was 332 days. It had rebooted the workstation several times. The rse logged into das and noticed it had been up 332 days rds1 222 days. Customer allowed the rse to reboot the das server mh-obtvdas20 while on the phone with approval from the customer. After the reboot, the alarm was still not working. The rse informed the customer that install.asp may need to be installed. After installation of .asp, the customer was able to hear alarms and see the alarm bell in top right corner. The device was operational after installing the .asp software. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the staff has visuals alarms but unable to hear alarms. The device was in use on patient at time of event, there was no adverse event reported.